Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 17mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During deployment in the left atrium, the device had a cobra deformation and the health care professional tried several attempts to correct the device, but was unsuccessful. The device was not released from the delivery cable. The transesophageal echocardiogram (tee) and angiography images were checked but it was seen that the device continued to not deploy normally. There was no report of any interaction with lumen tissue during deployment and no report of any angulation/kink noticed with the delivery system. When the device was removed from the patient, it also did not deploy normally. A decision was made to replace the device with a second 17mm amplatzer septal occluder with same delivery system and completed the procedure. There was no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 9f delivery sheath was used. Based on the information received, the cause of the reported incident could not be conclusively determined.